Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due a part return and analysis evaluation code conclusion - remove d15 and add d02 component code - remove g07001 and add g03012 h3: device evaluation summary: updated due to repair evaluation details medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated an usual alarm and the unit stopped ventilation while the patient was connected.  The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue in logs with ba ckground diagnostic codes. Based on the codes, sp replaced the air flow sensor. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One air flow sensor was returned for further analysis: the flow sensor was attached to a failure investigation test ventilator for analysis. The unit was powered up and failed the power on self test (post) with flow sensor related codes. The flow sensor was considered faulty. The cause of the event was isolated to a faulty flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated to repair receive date section h6 updated due to repair details after evaluation: evaluation code conclusion - remove d02 and add d15 component code - remove g03012 and add g07001 h3: device evaluation summary: updated due to repair evaluation details medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated an usual alarm and the unit stopped ventilation while the patient was connected.  The device was available for evaluation. The service personnel (sp) inspected the unit, found relevant code (air proportional solenoid valve (psol) stuck) in the ventilator memory but could not duplicate. Sp additionally found the unit to have an error code (bad air flow temperature) and replaced the air flow sensor. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event (unit stopped ventilation) could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator generated an usual alarm and the unit stopped ventilation while the patient was connected.  The device was available for evaluation. The service personnel (sp) inspected the unit, found relevant codes in the ventilator memory and replaced the air flow sensor. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. Th cause of the reported event was isolated, in the japan service center, as a potential faulty air flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated an usual alarm and the unit stopped ventilation while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.